Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 24, 2014 ¿ january 27, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The device had been filled with 920 mg desferrioxamine in 52 ml 0.9% sodium chloride. The reporter stated that the expected therapy time was approximately 10 hours; however, the device completed infusion in 16 hours. The device was being used with a 29 gauge thalaset needle. There was no patient injury or medical intervention associated with this event. No additional information is available.